Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the reported issue. The engineer replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue.

Event description:
It was reported that the ventilator had a distorted top display. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.